Event description:
On (B)(6) 2008, the patient was implanted with a scs system. On (B)(6) 2010, it was reported that the patient's ipg battery was depleted. The patient reported that the battery died a while back but was never replaced because she has a second system that successfully covers the desired areas. The patient is now requesting to have the ipg removed for comfort.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization reviewed were found to meet specifications and no anomalies were found. The ipg was visually inspected and no anomalies were noted. The ipg failed communication testing with the lap programmer and displayed an error message. Functional testing was not performed. The ipg failed the routine "wake up" test. Conclusion: the cause of the reported complaint could not be confirmed. The ipg failed communication testing and the wake-up routine test. The patient's programs are unknown and therefore, a conclusion can not be drawn regarding normal battery depletion. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.